Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to recent therapy events associated with this right ventricular (rv) lead. The physician was concerned about atrial fibrillation activity being oversensed on the rv lead due to the integrated bipolar lead programming, potentially resulting in inappropriate therapy delivery. Technical services (ts) reviewed the device data and mentioned that the recorded episodes appeared consistent with true polymorphic ventricular tachycardia and/or ventricular fibrillation, with delivered shocks noted to appropriately convert the rhythm. Ts provided considerations regarding programming optimization. This rv lead remains in service. No additional adverse patient effects were reported.